Event description:
The customer reported that an invasive blood pressure measurement was inaccurate. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The following communications were performed: we received this information through a survey, but we did not receive any customer or product information. Multiple attempts for more information were sent to the customer; however, no response. Because of this we could not follow up or further analyze the claim. Additional information was not provided by the customer so the reported problem could not be confirmed. If additional information is received, the complaint file will be reopened for further investigation.